Event description:
It is reported that during surgery on (B)(6) 2009, the surgeon feels that the m/l taper stem does not seat consistently when implanted. He puts the broaches don the canal to the appropriate level then when implanting the stem, it does not go into the canal to the same level as the broach. The stem has seated as much as 1 cm higher than intended. He has frequently had to remove the stem and rework the envelope of the rasp.

Manufacturer narrative:
(B)(4). Eval summary: the size of the stem was not given nor are item and lot numbers available. Info about the rasping technique, starting and finishing rasp sizes, were not given. Degree of countersink of rasp is not mentioned. The m/l taper proximal porous surface is 0.5 mm proud of the rasps to create the built in proximal press fit. Thus the implant is 1 mm larger in the m/l and a/p directions than the rasp. Based on the available info, a definitive root cause can not be ascertained at this time. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.